Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the surgeon had to pull the device to remove it from the tissue. The last clip stayed inside the applier. Another device was used to complete the procedure. There were no adverse consequences for the pt.